Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review discussed further troubleshooting and programming options. Noise was easily able to be reproduced in clinic with slight arm movements. Therapy was then deactivated and the patient was sent home with a life vest. This system is expected to replaced at a future date, however remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed a crack in the bubble near the sense b electrode with possible extension to the insulation. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review discussed further troubleshooting and programming options. Noise was easily able to be reproduced in clinic with slight arm movements. Therapy was then deactivated and the patient was sent home with a life vest. This electrode was subsequently explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review discussed further troubleshooting and programming options. Noise was easily able to be reproduced in clinic with slight arm movements. Therapy was then deactivated and the patient was sent home with a life vest. This electrode was subsequently explanted and returned. No additional adverse patient effects were reported.